Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and folds. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, broken on anterior, posterior and radius and red particles in the shell. A visual and microscopic analysis was performed which identified; sharp broken on posterior and missing (25-50%). A dimension measurement in the shell was performed which identify the thickness within specification. No observed creases on the device. Based on the device analysis the final assessment is a sharp pattern on radius of broken assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported left side rupture and folds. The device has been explanted.